Manufacturer narrative:
(B)(4). G2: foreign- canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the impactor broke while impacting the glenosphere. No adverse event has been reported as a result of the malfunction.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d9, g3, g6, h1, h2, h3, h6, h11 complaint sample was evaluated and the reported event was confirmed. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. Visual examination of the returned product identified the pad has fractured. Devices are used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.